Event description:
Nurse was working on emergency pt, laid needle aside, when clearing area was stuck in the left little finger of the left hand. Nurse noted that clip had not deployed at that time. Sample was thrown away. The clip was resting 5mm from tip of needle. Facility needlestick protocol is being followed at this time.